Manufacturer narrative:
This report is submitted on may 05, 2022.

Event description:
Per the clinic, the patient developed cellulitis around the abutment site. Subsequently, the patient was treated with topical steroids (specific date and duration not reported).